Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "e345" was not reproduced. A review of the event history log (ehl) revealed occurrences of "e345" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. The ultrasonic sensor requires replacement as a precautionary measure, however, evaluation found the device to be unserviceable due to multiple failed components. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed ec345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.